Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the lightsource had a misaligned face and would not come off standby during pre-operative testing.